Manufacturer narrative:
This report was initially submitted following notification from a customer in the united kingdom regarding an instrument error (code 10076) leading to delay in results when using emag instrument, reference number (B)(4), serial number (B)(6). An investigation was opened following the customer's complaint about aborted samples during emag extraction run. Two samples, a csf and an eye swab were invalidated with ultrasound sensing, uss 10076 error code. This complaint was reported due to delayed results. Samples were re-extracted the next day. The investigation was done based on logs analysis. The errors occurred during the washing step with nuclisens extraction buffer 2 for both samples. It corresponded to a volume higher than expected in the wells, most likely due to bubbles that leaded to uss misreading. Other readings of the emag uss look correct for the other runs without any alarm, and for which the data are available in logs. So, an issue with the uss itself is not retained as a root cause. In conclusion, the investigation was not able to define a root cause. One hypothesis is the possibility of bubbles in the sample leading to misreading.

Event description:
On 10-nov-2025, a customer in united kingdom notified biomérieux of an instrument error (code 10076) leading to delay in results when using emag instrument (reference 418591, serial number (B)(6). The customer reported that they observe error code 10076 (ultrasound reading below threshold) randomly. The customer had two (2) samples aborted. One was a csf sample and the other sample was an eye swab in molecular sample solution (mss). The number of patients involved is not known. Both samples were re-extracted the following day on emag right section. Results were delayed by 24 hours but were reported within two (2) days of receipt of the samples in the laboratory. At the time of this assessment, there was no indication of patient harm or incorrect treatment. A biomérieux internal investigation will be initiated.